Event description:
It was reported that an ilet user received a malfunction alert 57 and insulin dosing stopped until the device was restarted, after which the alert cleared and dexcom g7 readings resumed on the ilet; during the dosing interruption the user experienced a sustained high glucose up to 400 mg/dl over several hours without confirmatory fingerstick, while using an inset infusion set on the abdomen. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found and identified a usage problem consistent with improper or incorrect procedure or method, with no applicable device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that caused or contributed to the event.